Event description:
It was reported the device would not heat up. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition as well as h-2 pressure chambers. The technician filled water into reservoir tank, installed temp check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The technician powered on the device, recirculating water, and device did not heat up to temperature 41.7celsisus (c). Removed back panel for further investigation. The reported issue was confirmed. The root cause of the reported issue was a crack in the return tube which had leaked water, and damaged multiple internal components which was caused by the design. The technician replaced return tube and main printed circuit board (pcb). A corrective and preventative action and supplier corrective action request has been opened to address the reported issue.

Event description:
Additional information received via email on 28-dec-2021: date of event updated, and there were no patient issues.